Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, there was a loss of fluid. It was reported there was no visible damage during explantation. The device was removed and replaced.

Manufacturer narrative:
This follow up MDR is created to document the evaluation of the returned device. A titan touch pump, two cylinders, and reservoir were received for evaluation. The inlet with connector was detached for testing. No functional abnormalities were noted with any of the returned components. The information received indicated the device had a loss of fluid, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release and no anomalies were noted during production. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.